Manufacturer narrative:
H3: a software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ssd 9735999 with s8 os s8 svc (lot# s3z6nbrk601934y) was returned for analysis. Analysis found a software functionality failure. The ssd was tested on a bench station and initially was unable to download exams from the computer and would get transfer errors. When trying to download other exams, demo lee, stereotactic soft tissue was able to download as well as a few others temporarily, then would get more transfer errors. When deleting exams that were downloaded from the ssd, the system's screen was darkened and stayed on the loading circle until the system was hard rebooted. Evaluation codes that apply to this testing: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. The hard drive was returned and is still under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that when attempting to do a check-out on the system, the medtronic representative (mr) was unable to load demo exams through the file system or load with a disc. Each exam he tried to load from the file system stated transfer failed. The system also wasn't recognizing his disc with the demo exams on it. The mr went into stealth admin to attempt to mount the disc there, but the system was stating it was unable to access location each time he tried to click on the cd/dvd drive. The system was also no longer recognizing discs for patient exams that were previously loaded. There was no patient present when this issue was identified.